Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the control element was deformed and bent. The assignable root cause was determined to be due to wear/strained from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported (B)(6) that during service and evaluation, it was discovered that the reverse locking mechanism was blocked, the upper trigger was jammed and the motor was under - powered on the compact air drive device. It was further determined during the pre-repair diagnostics assessment that the device failed for the reverse locking mechanism, function of soft mode switch and the triggers for forward/reverse mode. It was noted on the service order that the handpiece was not functioning. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further review of the device evaluation, it was determined that an incorrect statement was inadvertently included in the device evaluation. The statement of ¿it was further determined that the control element was deformed and bent¿ has been removed. The corrected evaluation results read as follows: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear/strained from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.